Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer could not fully interrogate the device. The programmer would start to interrogate and then return to the initial find patient screen. The representative used the programmer on a different patient and was able to successfully interrogate the device. The inability to establish telemetry and fully interrogate the device has been attributed to the patient's implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.